Event description:
It was reported that the ventilator generated technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's ref: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue could not be reproduced during troubleshooting. According to the information received, the turbine module was replaced as a precaution. The defective part has been requested for further investigation but has not yet been received. The reported issue was confirmed in the provided device logs.